Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer responded indicating that the device was repaired and the product will not be sent to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that electrical arcing was observed coming from the ac power cord. Complainant did not indicate that there was any patient involvement in the reported malfunction.